Event description:
It is reported that the pt was revised due to the stem subsiding, pain and infection.

Manufacturer narrative:
Evaluation summary: primary operative notes were provided which noted that the pt had a charcot IV avn with complete collapse of the entire weight bearing dome and a rather large flap of articular cartilage which was hanging off of the anterior femoral head. It was noted that a metal-on-metal construct was chosen specifically due to the pt's psychiatric illness to allow for the greatest range of motion possible and reduce the potential for dislocation. Revision notes stated that the femoral component had very little evidence of bone on-growth. X-rays were not provided; it is unknown if the chosen components had the correct fit and orientation. With the information provided information, a definitive root cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.